Event description:
It was reported that the patient experienced a low blood glucose after dinner while using an ilet system with a dexcom g7, continuous glucose monitor (cgm) following multiple meal announcements for the same meal and additional chocolate intake, which the agent identified as improper meal announcement technique; the patient treated with three glucose tablets and soda, with the lowest cgm value of 64 mg/dl and a confirmatory meter value of 71 mg/dl, and the event resolved within about 15 minutes. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral glucose administration without emergency care or hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and no specific device component issue, and the event was associated with use of device problem related to user handling. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.